Event description:
It was reported that this left ventricular (lv) lead was explanted due dislodgment issues. This lead was successfully replaced. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. (Inspection of the lead body and electrode tip found no anomalies.) Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Manufacturer narrative:
The product has been received for analysis. Once the analysis is performed, this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead was explanted due dislodgment issues. This lead was successfully replaced. No additional adverse patient effects.